Event description:
It was reported that the bed canopy system with support surface model 8060 has a tear in the netting. No specific location provided. There was no pt injury reported. Inspection shows that the canopy has damage to it that could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other)-netting torn - evaluation: results: (other) -front side window on the top ridge there are broken stitches in the elements tape. Back window has a 7 inch tear in the netting. The left side of the canopy, the leg elements are damaged.